Event description:
Reporter stated that customer received the following results on the performa system within 4 minutes: 127 mg/dl and 346 mg/dl. Customer had symptoms of a headache and dizziness at the time of these results. Due to her symptoms the customer went to the emergency room to see her doctor. Customer's doctor advised her to take an extra dose of metformin (550 mg) and glibenclamida (5 mg). Customer self-treated with the extra medication and began to feel better. No further treatment was required. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was not returned.